Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence after the device began to not function properly. Upon explant of the aus system, there was no clear evidence of the cause for recurrence of incontinence. The aus system was replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence after the device began to not function properly. Upon explant of the aus system, there was no clear evidence of the cause for recurrence of incontinence. The aus system was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 800 cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were observed, there we no leaks in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect its functionality. Product analysis could not confirm the reported device issue or urinary incontinence. An investigation conclusion of no problem detected was assigned to this event.